Event description:
The doctor reported the implant was removed due to infection less than 7months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. Local infection was reported during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Summary memo.